Event description:
Knee has gone into free swing and pt has fallen. (B)(6) is walking in limb and knee malfunctioning- stops releasing all together in stiff mode or goes into complete swing mode (described as cycling mode) mid walking. Knee isn't releasing or locking consistently and has resulted in numerous falls due to giving way or ceasing unexpectedly putting t. Off balance or out of stride. Has been hospitalised for injuries related to knee malfunctioning from falls to stump breakdown, tail bone injury, back injury and sound side ankle and knee all related to this. Broken toe due to catching fall as knee wouldn't bend and tripped her up. Knee was sent for repair already twice in it's 2.5 year lifespan and reoccurring issue of safety with knee not releasing. (B)(6) went away for 4 days and ended up with serious stump breakdown as knee went into stiff mode and wouldn't release hence walking on stiff knee for 4 days. Knee has started impacting not only physical health but mental health and feels unable to ambulate for daily life, can't go to rehab, feels unsafe to leave the house. Additional info- when issues occur with knee it goes from free swing to locked unexpectedly causing falls. This was the same issue occurring when last sent for repair. Client is from (B)(6) and unable to travel down easily for changeovers or repair, it requires flights, days off work and accommodation. They are looking to pursue legal action if issues relating to this knee are not resolved. In addition to not releasing or flexing consistently, when malfunction occurs knee will pair with phone then just unpair and not connect to bluetooth or allow change of modes. On app shows battery status and is connected but no mode selected and all 5 min later kicks them out.

Event description:
Knee has gone into free swing and pt has fallen. (B)(6) walking in limb and knee malfunctioning- stops releasing all together in stiff mode or goes into complete swing mode (described as cycling mode) mid walking. Knee isn't releasing or locking consistently and has resulted in numerous falls due to giving way or ceasing unexpectedly putting t. Off balance or out of stride. Has been hospitalised for injuries related to knee malfunctioning from falls to stump breakdown, tail bone injury, back injury and sound side ankle and knee all related to this. Broken toe due to catching fall as knee wouldn't bend and tripped her up. Knee was sent for repair already twice in it's 2.5 year lifespan and recurring issue of safety with knee not releasing. (B)(6) went away for 4 days and ended up with serious stump breakdown as knee went into stiff mode and wouldn't release hence walking on stiff knee for 4 days. Knee has started impacting not only physical health but mental health and feels unable to ambulate for daily life, can't go to rehab, feels unsafe to leave the house. Additional info- when issues occur with knee it goes from free swing to locked unexpectedly causing falls. This was the same issue occurring when last sent for repair. Client is from (B)(6) and unable to travel down easily for changeovers or repair, it requires flights, days off work and accommodation. They are looking to pursue legal action if issues relating to this knee are not resolved. In addition to not releasing or flexing consistently, when malfunction occurs knee will pair with phone then just unpair and not connect to bluetooth or allow change of modes. On app shows battery status and is connected but no mode selected and all 5 min later kicks them out. Please see below answers from the prosthetist: · please confirm the extent of the injury following this incident? (Exact injury description) - soft tissue injury related to knee malfunctioning and not releasing for swing, caught toe and fell over, hospitalised for stump breakdown which occurred after trip away for 4 days where the knee went into stiff mode and wouldn't bend. This resulted in significant pressures around socket brim and skin breakdown which got infected and ended up needing medical attention · please confirm the patient weight? - 90 kg. · please confirm the activity level and common activities of the patient? (K-level, day to day activity explanation etc.) - k3 unlimited walker, daily activities include walking around home and community, walking dogs, opening gates to access property, going to festivals and spending time with friends outdoors. What is the body weight of the user? - 90kg. Was there a major change in the prosthetic setup (e.g. New or changed socket, accessories etc.) Before the first falls occurred in spring 2024? -> the current setup varies from the original setup (hpos initial fitting). Relating to all of the following questions, no, the client had no warning/error signals at any time that the knee was displaying unexpected behaviour (stiff or completely loose). This free swinging/ locking is happening across the day at random times of the day and has restricted her ability to leave the house, do physio or do anything outside. When the client was able to log into the app, it showed 75% on one occasion when the knee was in "free swing" but all of the mymode selections were blanked out. The charger was used to try and "reset" the knee on each occasion, but the issues continued. Socket and foot were replaced in (B)(6) 2023 so nearly 2 years ago. Clinician has been informed weight varied in knee setup. No particular reason noted, client weight may have fluctuated. Stiff mode - random steps the knee would go stiff. Knee would remain stiff until able to connect app again or if connected to the charger with the knee tilted to the right swinging - random steps the knee would collapse and be in a cycling like mode. Knee would remain in cycling until able to connect app again if connected to the charger with the knee tilted to the right. Charger would flicker on/off when trying to put it back onto charge to reset. If leg was tilted to the right, apparently the charger would charge properly. As soon as the leg was upright again, it would go back into a locked/cycling mode (dependent on what it had gone into initially). Charger would not reset the knee completely to 'normal mode'. No beeps or vibrations given at any time. The knee would return to normal mode if the app was able to be connected to. Often the client would need to delete and re-download the app multiple times to get a connection.